Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's battery gauge has been intermittently depleting rapidly. The customer's blood glucose level was 212 mg/dl. Review of the pump history showed that the expected low power alert and shutdown alarm occurred prior to the pump shutdown on (B)(6) 2016, and showed that the battery depleted approximately 15% per day during average parameters. Tandem technical support educated the customer that pump was performing as intended. The customer was unable to remember previous dates of when the pump battery depleted faster than expected; however, reported that the pump battery was currently "okay". Recommendation was made to charge the pump daily per labeling instructions.